Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone number exceeded character limit: (B)(6). We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a watchman procedure, a versacross connect laac access solution kit was selected for use. The physician was unable to insert the rf wire through the dilator and felt a sharp edge on the wire that prevented from inserting it. Resistance when loading cable through the dilator. Doctor expressed that he felt resistance because he had porosity and an additional sharp texture in the wire.the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and noted to have insulation bunching on proximal end. No further damages were noted on the wire. The wire was attempted to be inserted into the return dilator and a testing dilator but both were difficult to advance. The device passed inspection of wire body and proximal end outer diameter. The allegation is confirmed as the rf wire was returned to bsc and testing confirmed difficulty to advance and proximal coating bunching. Initial reporter phone number exceeded character limit: (B)(6). We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a watchman procedure, a versacross connect laac access solution kit was selected for use. The physician was unable to insert the rf wire through the dilator and felt a sharp edge on the wire that prevented from inserting it. Resistance when loading cable through the dilator. Doctor expressed that he felt resistance because he had porosity and an additional sharp texture in the wire.the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).